Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "pulses" - which woke the patient up from laying on the side - were felt. Follow-up with the physician's office was attempted, but no information could be obtained. The left ventricular lead remains in use. No further patient complications have been reported as a result of this event.